Event description:
There was a failure to capture a 12 lead ECG signal via the m1663a ECG trunk cable. Failure to capture 12 lead ECG signal could cause a delay in pt treatment. It was confirmed that there was no pt incident/injury. Philips is in the process of obtaining add¿l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Manufacturer narrative:
(B)(4). Info rec¿d on (B)(6) 2012 included a failure to capture a 12 lead ECG signal via the m1663a ECG trunk cable. Failure to capture 12 lead ECG signal could cause a delay in pt treatment. It was confirmed that there was no pt incident/injury. Philips is in the process of obtaining add¿l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.